Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to get the device involved in the reported incident returned for evaluation are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: patient's vancomycin infused in 30 minutes instead of 60 minutes. The rate was set to 200 ml/hr with a vtbi of 200 mls. No patient injury. When the device was sent to the facility's biomed department, the biomed conducted a mock test with the same rate and vtbi, and the pump infused in 30 minutes instead of 60 minutes again.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number 400401252. The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.